Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1mfrm, implanted: (B)(6) 2018. Product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's therapy worked fine for 4.5 months, but then the patient started to experience a burning pain over the lead and stimulator. The patient indicated that they had been reprogrammed 3 times, but was still hurting and thought that the pain was coming from the lead wire. Furthermore, the patient noted that when stimulation was off; the burning would stop and the patient turned stimulation off on saturday, because they were hurting so bad. The patient was advised to follow-up with their healthcare provider (hcp) and reported that they had an appointment scheduled for the following day. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that everything was fine with the patient until the first of (B)(6) 2018 when the patient just started experiencing a burning pain over the lead site. The patient reported there was no changing in their activities prior to this burning pain. The patient indicated that they saw their healthcare provider (hcp) for an x-ray and "molic 7.5 mg" as well as reprogramming of the device. The patient indicated that their hcp said they could "reline" to the other side since "the device help so much." However the patient indicated that the issue had not been resolve and the device had been turned off since the (B)(6). The patient reported that the lead wire should have lasted more than 4.5 months. At the end of the letter the patient reported that the device had helped with their bladder and bowel incontinence, but since having the device turned off both incontinence symptoms had returned. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.